Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customer's and retailer's have been informed through the fa16may2006 letter.

Event description:
A customer reported that the unit of measure setting of their freestyle flash meter changed from mmol/l to mg/dl. The customer's meter has been requested for an investigation. There was no report of death, serious injury or mistreatment.